Event description:
Customer reportedly obtained results of 123mg/dl, 372mg/dl, and 352mg/dl on the compact system within 10 minutes. Customer took normal amount of medication after the comparison. No adverse event reported. Requested return of suspect device and replacement was sent.